Event description:
It was reported that the pacemaker exhibited multiple noise reversion episodes. Isometric testing was performed in clinic but noise was not noted on the device. The patient's premature ventricular contractions were noted to be erratic which caused the device to trigger noise reversion. The device was successfully reprogrammed. The patient was stable prior, during and post event.